Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a perforation, pericardial effusion (pe) and cardiac tamponade occurred. The procedure was cancelled. During a farapulse pulmonary vein isolation procedure, a faradrive steerable sheath and farawave 2.0 catheter was selected for use. Around ten minutes after transseptal puncture and during ablation of left superior pulmonary vein (lspv), hypotension and pericardial effusion (pe) was noted. Pressure dropped to 50-60 systolic and urgent pericardiocentesis performed pulling out 330cc fluid. The patient was admitted to hospital beyond standard of care and expected to fully recover.